Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and on (B)(6) 2019 a flap lift and stretch was performed due to patient rubbing in the left eye (os). On (B)(6) 2019 patient presented with epithelial ingrowth and a lift and scrape was performed on (B)(6) 2019. The patient¿s comments were of distance vision was blurry and unhappy with vision in the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50 x .00 x 90, left eye pre-op 20/25 -1.25 x -2.50 x 177. Bcva from (B)(6) 2019: left eye post-op 20/30 1.50 x -2.75 x 178.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Describe event or problem- the patient reported the symptoms are interfering with daily activities was reported initially but it is incorrect. Symptoms are not interfering with daily activities. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.